Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 unknown bag therapy for chronic renal failure. The action taken with dianeal was unknown. On (B)(6) 2012, the nurse called to baxter (B)(4) technical service center and reported that the patient had experienced peritonitis. On an unreported date, the patient was hospitalized. The cause of peritonitis was not indicated. It was not reported if treatment was rendered. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Patient demographics: in his (B)(6). Dianeal unknown was amended to dianeal-n pd2 1.5 % and extraneal was added as suspect product. On an unreported date, the patient began treatment with dianeal-n pd 2 1.5% and extraneal viaflex (doses, frequencies and lot numbers not reported). The action taken with dianeal and extraneal therapy was ongoing with doses not changed. On an unreported date the patient was hospitalized for peritonitis and was treated with an antibiotic (name, dose, frequency not reported). On an unreported date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.